Manufacturer narrative:
The full identifier is (B)(6). The customer did not provide patient demographics such as weight, ethnicity or race. Customer did not provide a reagent lot number; therefore, an expiration date and UDI could not be provided. Customer did not provide a reagent lot number; therefore, a date of manufacture could not be provided. The access sars-cov-2 igg ii assay was not returned for evaluation. There were no reports of system issues at the time of the event. There was no report of issues with other assays at the time of the event. No hardware errors or flags were reported in conjunction with the event. Sars-cov-2 is an enveloped non-segmented positive-sense rna virus. It has several structural proteins including spike (s), envelope (e), membrane (m) and nucleocapsid (n). The spike protein (s) contains a receptor binding domain (rbd) which is responsible for recognizing the cell surface receptor, angiotensin converting enzyme-2 (ace2). It is found that the rbd of the sars-cov-2 s protein strongly interacts with the human ace2 receptor leading to endocytosis into the host cells and viral replication. The access assay detects antibodies directed against the spike protein, which are more likely to neutralize the virus. No manufacturer guarantees both a specificity and sensitivity of 100%. The concentration of sars-cov-2 igg in a given specimen determined with assays from different manufacturers can vary due to differences in assay methods, diversity of antibodies and reagent specificity. Differences in each individual assay are expected. In conclusion, the cause of this event cannot be determined with the available information.

Event description:
On (B)(6) 2021 the customer reported a non-reactive covid igg result (access sars-cov-2 igg ii, part number c69057, lot number not provided) was generated on the customer's dxi (unicel dxi 800 access immunoassay analyzer, part number 973100 and serial number (B)(4)) on (B)(6) 2021 for a patient who had tested positive for covid using a pcr assay (assay information not provided) in (B)(6) 2020. The customer did not indicate whether the results were released from the laboratory. The customer did not report a change to patient care of treatment in connection with this event. Customer reported the patient had reactive sars-cov-2 results using two alternate platforms, a roche igg assay and an abbott total (igg, igm, iga) assay. No hardware errors were reported in conjunction with this event. System performance indicators such as system check, calibration and quality control not provided for review. No issues with sample integrity were reported by the customer. Sample collection, handling and processing information such as sample type, sample volume collected, sample quality, centrifugation time and speed, storage temperature and other information was not provided by the customer.